Event description:
As reported by the user facility: ref# (B)(4), occurred (B)(6) 2013. Reports unit was plugged into the wall and can see arc mark (hole on the cable). No injury. MFR ref# 9610825-2013-00430.